Event description:
It was reported, the patient has never had therapeutic effect. The patient reported having a csf leak since the time of implant. A CT myelogram noted the cfs leak and a mass. The hcp had increased the dosage, but did not help the patient's pain level. The patient had a burning sensation in her legs and feet. She had the same sensation with IV morphine in the emergency room. When the drug was changed to dilaudid, the burning sensation ceased. The patient had surgery scheduled to correct the cfs leak. Additional information received from the hcp indicated the patient had a revision due to a kink in the catheter, but was unaware if the problem was found as a different surgeon performed the revision. No further outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.